Manufacturer narrative:
Follow-up 6/18/2016: customer reported that charging the pump 15 minutes daily seemed to have resolved the battery depletion issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 100% to 70%. There was no impact to the customer's blood glucose level. Although requested, no further information was provided on the reported event.